Event description:
Caller reported a malfunction on pump, indicated by code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted caller with this task, after which the malfunction did not recur. Customer was instructed to continue using the pump and to call back if the issue reappears. Replacement cartridges were sent to the customer.